Event description:
The customer received a blood glucose reading on the contour that was 40-50mg/dl higher than on a different meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Only the meter information was provided. Product was not replaced.